Manufacturer narrative:
The reported events of high pacing threshold, p-wave amp variation and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was bent consistent with procedural damage and was clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. Due to the damaged inner coil, the lead also failed an electrical test during electrical testing. The cause of the reported events was all due to the over torqued inner coil at the connector region which is consistent with procedural damage, and the helix being bent/clogged with blood/tissue further added to the helix mechanism issue.

Event description:
During an initial implant procedure that occurred on (B)(6) 2023, it was reported that the right atrial (ra) lead had sensing issues in the form of p-wave amplitude variation and also had high capture thresholds. The physician tried repositioning the ra lead several times to no avail, and eventually, the helix broke. The ra lead was not used, and a new ra lead was successfully implanted. The patient was stable throughout the procedure.